Manufacturer narrative:
All available information indicates that the device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range pacing impedance on a defibrillation lead. It was also discussed that this device was to be programmed off and a lead revision to later take place. No adverse patient effects were reported.